Event description:
This supplemental report is being filled to include additional information. This electrode was subsequently explanted and replaced. The new system remains in service. No additional adverse events were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient received an inappropriate shock due to oversensing of noise with lower amplitudes. Technical services discussed that this could be due to air entrapment or a connection issue but neither of these were confirmed. The patient was brought into the clinic and the noisy signals were not reproducible. Subsequently, the system was deactivated and medical intervention was performed to provide the patient with a life vest. No additional adverse events were reported.